Event description:
The customer's parent called and reported experiencing high blood glucose of 412 mg/dl. The insulin pump was not available for troubleshooting. The customer called back and her blood glucose was 230 mg/dl. Troubleshooting was performed with the customer's insulin pump. There were no air bubbles or leaks found. There were no site issues and neither infection, nor bent cannula were observed. The settings and history were all correct with no alarms related to the high blood glucose. It was advised to rotate insertion sites and contact healthcare provider. The customer's parent called back again and performed high pressure test, which passed. Customer's blood glucose was 465 mg/dl. The customer confirmed that there was a 6.7 unit discrepancy as far as the amount of insulin inside of the reservoir. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to perform testing due to blank display. The insulin pump also received with cracked reservoir tube lip.